Manufacturer narrative:
(B)(4). The user facility was shipped a replacement uim (user interface module) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty uim (user interface module) for evaluation. The alleged (user interface module) was received by carefusion on march 31, 2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16950 sn: (B)(4) was received for investigation. The user interface module (uim) was installed onto a known good top level unit and powered on. The screen remained blank and all led¿s were illuminated constantly. I attempted to upload software but communication would not initiate. The control pcba pn: 52340 sn: (B)(4) rev t was replaced with a known good control pcba and this corrected the issue. The control pcba was not receiving a new software upload. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
The following description of the event was documented on (B)(6) 2015 by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "Customer claims the uim [user interface module] on this ventilator does not power up, only the led's on the membrane panel are lit-up, the uim [user interface module] was replaced with a good working uim [user interface module] and the problem corrected. Customer claims the ventilator was not on a patient when the problem occurred."